Event description:
During an incident in 2004 involving a pt found in cardiac arrest with CPR being performed by another crew, this crew attached their defibrillator and a second or 2 after pressing the analyze button, the defibrillator powered off. The unit then would not turn on. A different battery was installed and the saed operated normally. A hosp crew arrived and took over care.